Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was canceled. The patient encountered air detected in cassette warning during fill 5 of 5. The patient reported turning the cycler off and cancelling the treatment. Fluid was found leaking from the back side of the cassette when the cassette was removed. There was also fluid in the pump module area. In a follow up the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Manual treatments were not required as the new cycler arrived the next day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: e.3.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was canceled. The patient encounterd air detected in cassette warning during fill 5 of 5. The patient reported turning the cycler off and cancelling the treatment. Fluid was found leaking from the back side of the cassette when the cassette was removed. There was also fluid in the pump module area. In a follow up the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Manual treatments were not required as the new cycler arrived the next day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the carrier tracking number was verified and no information was found that the customer sent the sample. As the device was not returned to the manufacturer it was then discovered the sample was discarded. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was canceled. The patient encountered air detected in cassette warning during fill 5 of 5. The patient reported turning the cycler off and cancelling the treatment. Fluid was found leaking from the back side of the cassette when the cassette was removed. There was also fluid in the pump module area. In a follow up the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised by technical services to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Manual treatments were not required as the new cycler arrived the next day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.